Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the case, a piece of the device broke off and fell into the patient cavity. There was no patient injury. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
Evaluation summary: one ls1520 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's overmold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The failure identified is captured in the current risk management documents. If information is provided in the future, a supplemental report will be issued.